Event description:
While wearing the sound processor, the patient reportedly experienced an overly loud sensation followed by no sound percept. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.